Event description:
This serious unsolicited device case was received from (B)(6) on (B)(6) 2013 from a pt via company rep. This case concerns a (B)(6) male pt who developed swelling in knee, pain in knee and complained that walking was impossible after receiving treatment with synvisc-one injection. The pt had medical history of arthroscopy. No past drugs, / other / concomitant medication or concurrent conditions were reported. On 10/0, the pt received treatment with synvisc-one injection, at a dose of ml, once (batch/lot number: x1205; route and expiration date unk) as post arthroscopy viscosupplementation therapy in an unspecified knee. The same day, immediately after the administration of the synvisc-one, pt experienced disabling event of pain in the affected knee. The treating physician recommended rest to the pt. On (B)(6) 2013 (the following morning), pain was accompanied by disabling event of swelling in the knee and the pt complained that walking was impossible. It was reported that the swelling persisted even after 3 days of the synvisc-one administration and he experienced pain in the knee when walked for more than 100 meters. Also, the pt stated that he took synvisc one to decrease the pain but he actually got worsened knee and painful days. Corrective treatment: rest for pain in knee and not provided for the event of pain in knee and "walking was impossible". Outcome: not yet recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Reporter's causality: unrelated. Reporter's seriousness assessment: medically significant and persistent or significant disability for all the events.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a pt whose walking was after treatment with synvisc-one. Although, the role of device cannot be ruled out based on temporal and anatomical proximity; however, info regarding pt's medical history and allergies to drugs is requested for better assessment.